Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to difficulty breathing/ short of breath. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. The device error log was reviewed and a total of 4 errors were found which were all clearable and upgradable. The complaint could not be confirmed. In addition, the device was scrapped.